Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). The actual pump, serial number 60544 and the used IV tubing set, were returned to sub-contractor svc facility in canada for eval. Their report states that upon visual inspection, they found a thick particle inside the IV tubing that was provided by the facility. The history records of the day of event were not longer available due to the fact that the day of event was one year ago and were already overwritten. The pump was functionally tested several times according to the requirements of the technical safety check and passed all testing. A delivery accuracy measurement according (B)(4) was then performed the measured value was within specification. Further attempts to contact the reporter at the user facility were not successful. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusion can be made regarding the cause of the event. If additional pertinent info becomes available, a f/u report will be submitted.